Event description:
It was reported that the ventilator graphic user interface (gui) exhibited an error code indicating a reset. There is no report of serious injury or death.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device and verified the reported malfunction. The cse replaced the graphic user interface (gui) central processing unit (cpu), the gui latch and rotor to resolve the issue. The unit passed all tests and calibrations per the service manual.(B)(4)